Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The friend of a (B)(6) year old male patient notified zoll customer support that the patient was in the hospital, and the lifevest had released gel on (B)(6) 2014. Review of the download data confirmed the patient received a defibrillation. Double counting contributed to the false detection. The patient was treated during sinus tachycardia at 22:54:20. The post-shock rhythm was sinus tachycardia. The response buttons were not pressed during the entire event. The patient was admitted to the hospital ICU and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to the hospital ICU and contained to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was fully functional and able to detect and treat a patient. Electrode belt sn (B)(4) was never returned for investigation. Review of the patient's flags does not indicate a failure during use. Device manufacture date: monitor sn (B)(4) - (B)(6) 2007 (reuse). Electrode belt sn (B)(4) - (B)(6) 2008 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.